Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy. No rash or skin irritation noted. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient see an allergist. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.